Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was reported that leads were lateral which caused the patient discomfort even if the device was off. No device malfunction suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing severe pain on the right stomach from recent permanent implant procedure. The physician confirmed that the leads had migrated. The patient was recommended for a lead revision procedure.

Manufacturer narrative:
(B)(4). Component involved in the event: model #: sc-2218-70, serial #: (B)(4). Description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing severe pain on the right stomach from recent permanent implant procedure. The physician confirmed that the leads had migrated. The patient was recommended for a lead revision procedure.